Manufacturer narrative:
On (B)(6) 2016 11:23 am (gmt-5:00) added by (B)(6) ((B)(4)): (B)(4). The cardiohelp device in question was investigated by a maquet service technician and it could be determined that the power supply unit was broken that means not functioning. The power supply unit was replaced and the unit was tested successfully. Further details about the incident and the investigation. Performed are requested.

Event description:
On (B)(6) 2016 11:17 am (gmt-5:00) added by (B)(6) ((B)(4)): it was reported that during patient treatment the cardiohelp device in question had an alarm that battery capacity remaining was low. Then it was recognized that the main connection did not get/provide any power. There were no negative consequences for the treated patient. (B)(4).